Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi). (Based on information received, root caused is undetermined). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusion: (based on information received, root caused is undetermined). Known inherent risk of procedure (mi). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Event description:
It is reported that the patient received two (2) resolute integrity drug eluting stents with no issues noted during deployment. It was reported that the patient felt sick and sore after discharge. The patient returned to the hospital 4 hours after being discharged and three angiograms were completed with no abnormalities noted. The physician commented that the patient¿s cardiac enzymes were abnormal. Patient also reported bruising, possibly as a result of taking plavix medication. No other clinical sequelae were reported for this event.